Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a penetrating ulcer located 2.5 cm below the left subclavian artery. It was reported that the physician started the deployment of the talent device lower then intended. The physician did not want to miss the landing zone and did not pull the delivery catheter back, as recommended in the instruction for use, and the spring of the device was aligning perpendicular to the aortic wall. There were no endoleaks present. The physician elected to place a talent thoracic cuff covering the area where the spring was misaligned. The films have not been made available. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention: misaligned deployment - evaluation: results: did not follow the recommended deployment technique in the instructions for use. Other: no films available. Conclusions: did not follow the recommended deployment technique in the instructions for use. Other: no films available.